Manufacturer narrative:
This report is for an unknown 4.5 mm locking compression plate / unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). The implant(s) was not returned, and the investigation will be completed based on the supplied image(s). The image(s) was reviewed, and the complaint condition could be confirmed as the image showed a broken plate at one of the screw hole junctions. As the implant(s) was not returned an as received, dimensional, material or drawing reviews are not applicable. A manufacturing record evaluation could not be performed as the lot number could not be determined from the provided image. No definitive root cause was able to be determined as the circumstances surrounding the event are unknown. During the investigation no unidentified product design / manufacturing issues or discrepancies were observed (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the patient underwent removal of the 4.5 mm locking compression plate (lcp), screws, and hip prosthesis to a proximal femur replacement. It happened when the patient experienced a periprosthetic fracture. On the x-ray plate appeared broken. The removal was performed successfully. Patient outcome is unknown. Concomitant device reported: unk - screws: cortex (part # unknown, lot # unknown, quantity 3), unk - cable / wire instruments: trauma (part # unknown, lot # unknown, quantity 1). This report is for one (1) unknown 4.5 mm locking compression plate. This is report 1 of 1 for complaint (B)(4).